Event description:
It was reported that a device interrogation on (B)(6) 2011 showed lead electrodes 0 through 7 were not functioning. There were no signs or symptoms associated with the event and no actions were taken. The outcome was reported as resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(4) 2011, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).